Event description:
Customer was reporting small pea sized clots in the drbc products. According to the operator the run was uneventful no significant alarms or alerts were noted during the run. Clots were noted during the processing and labeling of the components. According to the team lead, the loading was verified by another team member and the proper solutions were hung in the correct places. No medical intervention was required for this event. The donor was contacted and given post donation instructions, but has not contacted the center at this time. The disposable kit will not be returned for investigation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). The run data file (rdf) was analyzed. The trima accel system operated as intended. Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Upon follow up with the customer, it was found that the donor tested negative for sickle cell. The clinical specialist suggested that the donor be tested for cold agglutination. However, the donor was from out of state, so further testing could not be performed. The device history record was reviewed. Nothing was found that was related to this event. The rbc bag was returned for evaluation. The rbc product was tested by the (B)(6). Upon visual inspection, small, dark colored clots were visibly evident in the rbc product. A cbc was performed on a sample, as well as blood gas analysis and glucose/lactate analysis. Results: cbc: rbc (e6/ul): 5.44, hct (%): 51.9, plt (e3/ul): 1, wbc (e3/ul): 0. Blood gas/metabolic: ph (22 degrees c): 6.745, po2 (mmhg): 17.8, pco2 (mmhg): 56.9, glucose (mm): 7.18, lactate (mm): 10.9. In order to examine any clotted material present, the rbc unit was processed through a 40 u microaggregate filter to separate the clots from the rest of the blood. The filter was then reverse flushed with pbs to recover the clots. Several small (5-10 mm) clots were recovered. A blood smear was made of one and examined under the microscope. The laboratory analysis data yields some insight into the nature of this product. First, the cbc profile indicates a fully leukoreduced unit since the wbc signal is nonexistent. There is also no platelet signal, and the rbc content and hematocrit looks typical for a packed rbc with additive solution added (50-60%). As such, there is no indication of a leukoreduction failure or other anomaly having occurred. The blood gas analysis reveals an adequately buffered product since the ph is near neutral. Metabolic parameters indicate that there is glucose left in unit, and enough lactate accumulation to suggest that there was much more glucose in the unit at one point (before it was metabolized into lactate). Taken together, the fact that the ph remained stable with accumulating lactate concentrations, plus the simple fact that the unit has glucose in it does suggest that some kind of additive solution was added to the bag (as opposed to accidentally adding saline, for example). However, it is impossible to know how much additive solution was added, though as mentioned before the approximately 52 % hct would indicate a nominal volume was added. The clot micrographs clearly indicate the presence of fibrin clots which appear to have rbcs and perhaps some platelets entrained in them. Clotting would imply the lack of sufficient anticoagulation in combination with plasma proteins being present, however that is unlikely for this collection. Therefore, this laboratory analysis cannot provide a conclusive causative explanation for this phenomenon. Root cause: a root cause could not be determined at this time. Based on the rdf analysis and the laboratory evaluation of the product, the procedure appears to have been completed correctly. It is possible that this issue is a donor specific phenomenon.